Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube. The pump passed the self test and error alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and the display was cracked. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.